Manufacturer narrative:
References: the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 17.5 mg/ml; 3 mg/day via an implantable pump. Indication for use was pancreatitis and non-malignant pain. The date of the event was (B)(6) 2016. It was reported that during surgery the physician attempted to withdraw fluid from the catheter when the pump was disconnected. It was noted that there was no flow from the catheter thus the physician determined that the catheter needed to be replaced. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced (B)(6) 2016 and the explanted catheter was discarded. The patient did not have any symptoms. The issue was resolved and the patient status was alive; no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.